Event description:
The lay user/patient called lifescan (lfs) on february 2006, and alleged that her meter would not power on. The medical affairs specialist mailed a letter on february 2006, since the user could not be reached by telephone for further clarification. The pt stated that the last time she attempted to test on her meter was on february 15, 2006 at 12:45 p.m. The meter did not power on when she inserted the test strip. At some point, she became confused and did not recognize her husband or son-in-law. The paramedics were called and they obtained a results in the 40 mg/dl range. She ate bread with peanut butter. Her blood glucose was tested two more times and her blood glucose was increasing. She does not know what the other blood glucose results were. It would have been helpful to know what the pt's medication regimen is, what the time difference was between when she attempted to test and when the symptoms began. The pt was using the correct test strips. The meter powered on when pressing the power button, but not when inserting the test strip. The issue was not resolved with troubleshooting. This complaint is being reported because the pt was unable to test on the meter and she subsequently suffered from hypoglycemia. A replacement meter has been sent to the pt.